Event description:
It was reported that during a pm inspection it was found that the 2600 system did not expose in the film mode and displayed overtime exposure. It was noted however that the fluoro worked ok. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided the following component has been ordered, 50a fuse. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise, a followup report will be submitted as required.